Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. Blood glucose level was not adversely affected. The customer contacted technical support, where they were guided through the process of resetting the pump, which resolved the error. No further cgm error codes were displayed, and the customer successfully started their sensor session.